Event description:
The customer reported via phone call that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. It was reported that the pump turn off due to power loss that led to the high blood glucose event. The customer treated the high blood glucose event with insulin pump. The customer stated that the symptoms expressed, indicated the possible onset of dka. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event. It was unknown whether the pump was used within 48 hours prior to the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.